Event description:
During routine testing of the device, the service tech reported the eyepiece would come unscrewed when removing the eyepiece adaptor. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.